Event description:
When compounding a sterile preparation, the 10ml bd syringe leaked past the first and second rib on the black stopper on the parenteral syringe plunger rod into the surface of the syringe barrel that is exposed to air. The product was wasted and re-compounded. Lot 6006745 cav01 exp. (B)(6) 2020. (B)(6). (B)(4).